Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. It was reported that during a follow up CT, the aneurysm sac was observed to have enlarged 30 mm. A further follow up CT showed the aneurysm sac had grown to 50 mm, a type I endoleak was also noted during this follow up. Intervention was carried out. Another manufactures aortic cuff was implanted to treat the type I endoleak. After ballooning the implanted cuff a type iii tear was observed in the previously implanted talent device. Another cuff was then implanted to treat the type iii endoleak, it has been reported that the event is now resolved. Per the physician the cause of the type ia endoleak is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the exact cause of the events could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review. CT¿s returned from ~17 years post-implant revealed that the talent bifurcate was positioned ~10mm below the lowest right renal artery and there was <(><<)>(><(><<)><(> <<)>)>5mm of remaining proximal seal. The aortic diameter near the bifurcate proximal margin measured ~29mm, and 5mm lower the stent graft was not in apposition with the posterior of the aortic wall which measured ~32mm in diameter, and there was a resulting proximal type I endoleak. Review of angiograms during an intervention for treatment of the type ia endoleak did not reveal any obvious stent graft fractures. A gore 32mm diam x 45 aortic cuff was seen having been implanted ~10mm above the bifurcate to just below the renal arteries; however, the previously seen endoleak was still present. A 32mm balloon expandable bare stent (noted as an andrastent xl) was then seen implanted into the cuff/bifurcate, and after inflating with another manufacture¿s 40mm balloon the talent stent graft fabric was seen having ¿broken out¿ along the right side. This likely fabric tear was located between two of the talent stents near the lower portion of the aortic body just below the level of the gore aortic cuff. The distal end of the gore cuff and/or the bare stent were protruding out of the bifurcate ~5mm, and a likely type iii fabric endoleak was seen. No clear talent stent fractures were observed. This was then followed by implanting of a 36mm gore cuff within the aortic body and across the location of the likely fabric tear, and final angio showed likely endoleak resolution or possible small endoleak. It is possible that the proximal type ia endoleak was caused by incomplete stent graft apposition with the aortic neck due to disease progression; neck dilatation. It is also possible that stent graft migration may have occurred; however, the location of the bifurcate at implant is unknown. The cause of the type iii fabric endoleak was most likely procedure related during repair of the type ia endoleak, occurring during ballooning within another manufacturers bare stent and aortic cuff. If information is provided in the future, a supplemental report will be issued.